Event description:
It was reported that a crack was found in the bd intima ii¿ IV catheter prn adapter needle lumen, which caused contrast agent to leak out during the iohexol injection. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to the hospital due to dizziness and discomfort. On (B)(6), due to the condition, an enhanced CT of the abdomen was performed for the patient. During the use of iohexol injection, a crack appeared in the lumen of the indwelling needle, resulting in all leakage of the contrast agent, and the enhanced CT was unsuccessful."

Manufacturer narrative:
H6: investigation summary: function test (45psi leakage test) is performed on retained sample of the complaint lot, the result is qualified, no leakage is found. A device history review was conducted for lot number 1218979. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that a crack was found in the bd intima ii¿ IV catheter prn adapter needle lumen, which caused contrast agent to leak out during the iohexol injection. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to the hospital due to dizziness and discomfort. On august 26, due to the condition, an enhanced CT of the abdomen was performed for the patient. During the use of iohexol injection, a crack appeared in the lumen of the indwelling needle, resulting in all leakage of the contrast agent, and the enhanced CT was unsuccessful."

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 1218979. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Function test is performed on retained sample of the complaint lot, the result is qualified, no leakage is found. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima is an infusion only device and is not rated for high pressure injections. Bd will continue to track and trend for this issue.